Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced hyperglycemia for three to four hours on (B)(6) 2026 due to an occlusion, which was corrected by the pump. No further information available.